Event description:
Customer reported the pt circuit was misconnected during a case. Customer reported that, during a case, part of the king circuit was attached to the acgo on the front of the machine (switch set to acgo position and acgo 'on') and the other part of the circuit was attached to the inhalation port on the side of the machine. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.